Event description:
It was reported that the patient expired. After performing the transseptal puncture with an NRG radiofrequency needle, the team exchanged over a guidewire and advanced a FARADRIVE sheath, then introduced the FARAWAVE catheter according to standard instructions. Once left atrial mapping was completed, PFA applications were delivered in the pulmonary veins and along the posterior wall. During the procedure, the patient developed a sudden drop in blood pressure along with facial cyanosis. Cardiac tamponade was suspected and confirmed by echocardiography showing a pericardial effusion. Resuscitation efforts and pericardiocentesis were initiated. Despite these interventions, the patient experienced multiple episodes of ventricular fibrillation and electromechanical dissociation. Throughout the case, the FARAWAVE NAV catheter did not display error codes 301 or 303, and all device flushing procedures were performed correctly. The patient expired approximately two hours after the procedure. The official cause of death was determined to be cardiac tamponade and ventricular fibrillation/electromechanical dissociation. The event was attributed to risks inherent to the procedure rather than to a malfunction or performance issue with the Boston Scientific devices.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MedWatch will be filed.Device history Record review:The DHR documentation of batch #: 37790919 was reviewed, finding no issues or deviations from the routine manufacturing procedure.Risk Review: A risk review performed for the Dynamic XT device confirmed that the event of Cardiac Tamponade, Pericardial Effusion, Ventricular Fibrillation, Death, Resuscitation, Unexpected Diagnostic Intervention, Unexpected Medical Intervention, Hypotension is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the Dynamic XT device is acceptable.Labeling Review:Review of the Instructions for Use confirmed that Cardiac Tamponade, Pericardial Effusion, Ventricular Fibrillation, Death, Resuscitation, Unexpected Diagnostic Intervention, Unexpected Medical Intervention, Hypotension is addressed as a potential procedural complication when using Dynamic XT. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions For Use.Investigation Conclusion:Based on the information provided and according to the IFU: The potential adverse events may be related to the diagnostic mapping catheter(s) and procedure, and/or interventional therapeutic device(s) and procedure. The severity and/or frequency of these potential adverse events may vary and may result in prolonged procedure time, and/or additional medical and/or surgical intervention; implantation of a permanent device such as a pacemaker; and in rare cases may result in death. These include: Cardiac Tamponade, Pericardial Effusion, Ventricular Fibrillation, Death, Resuscitation, Unexpected Diagnostic Intervention, Unexpected Medical Intervention, Hypotension.As the IFU mentions, the reported issues are contemplated as potential adverse events, and this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product, in addition, no issues were found that could have been related to the reported issue during manufacturing documentation review.

Manufacturer narrative:
IT WAS INDICATED THAT THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. IF THERE IS ANY FURTHER RELEVANT INFORMATION OBTAINED, A SUPPLEMENTAL MEDWATCH WILL BE FILED.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPIRED. AFTER PERFORMING THE TRANSSEPTAL PUNCTURE WITH AN NRG RADIOFREQUENCY NEEDLE, THE TEAM EXCHANGED OVER A GUIDEWIRE AND ADVANCED A FARADRIVE SHEATH, THEN INTRODUCED THE FARAWAVE CATHETER ACCORDING TO STANDARD INSTRUCTIONS. ONCE LEFT ATRIAL MAPPING WAS COMPLETED, PFA APPLICATIONS WERE DELIVERED IN THE PULMONARY VEINS AND ALONG THE POSTERIOR WALL. DURING THE PROCEDURE, THE PATIENT DEVELOPED A SUDDEN DROP IN BLOOD PRESSURE ALONG WITH FACIAL CYANOSIS. CARDIAC TAMPONADE WAS SUSPECTED AND CONFIRMED BY ECHOCARDIOGRAPHY SHOWING A PERICARDIAL EFFUSION. RESUSCITATION EFFORTS AND PERICARDIOCENTESIS WERE INITIATED. DESPITE THESE INTERVENTIONS, THE PATIENT EXPERIENCED MULTIPLE EPISODES OF VENTRICULAR FIBRILLATION AND ELECTROMECHANICAL DISSOCIATION. THROUGHOUT THE CASE, THE FARAWAVE NAV CATHETER DID NOT DISPLAY ERROR CODES 301 OR 303, AND ALL DEVICE FLUSHING PROCEDURES WERE PERFORMED CORRECTLY. THE PATIENT EXPIRED APPROXIMATELY TWO HOURS AFTER THE PROCEDURE. THE OFFICIAL CAUSE OF DEATH WAS DETERMINED TO BE CARDIAC TAMPONADE AND VENTRICULAR FIBRILLATION/ELECTROMECHANICAL DISSOCIATION. THE EVENT WAS ATTRIBUTED TO RISKS INHERENT TO THE PROCEDURE RATHER THAN TO A MALFUNCTION OR PERFORMANCE ISSUE WITH THE BOSTON SCIENTIFIC DEVICES.